Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: the pump was found to be unresponsive with the returned battery cap and a test battery cap. The pump had no audible tone, no vibration alert and a blank display. During a visual inspection of the pump, there were multiple cracks found in the battery compartment. The returned battery cap was not able to secure properly to the pump. The pump case was removed and there was evidence of moisture contamination observed inside the pump. Further testing was not able to be performed due to internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.